Manufacturer narrative:
(B)(4). Actual device evaluated (B)(4). Results pending completion of evaluation (B)(4). Conclusion not yet available-evaluation in progress (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device involved in the report was returned. The original packaging was not returned with the device. The molded head, the tube and the balloon exhibited a slight yellow discoloration. There were clusters of a yellow substance throughout the tube. A portion of the jejunal strap was torn. The detached portion of the strap was not returned. The balloon exhibited a multidirectional burst, that extended circumferentially around the balloon body. The balloon material was inspected under; no anomaly was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the balloon on the transgastric enteral feeding device burst. The device was in use for 6-days prior to the event. Additional information received on (B)(6) 2015 stated there was no injury to the patient.